Event description:
A customer reported a delivery issue involving a calibration bar to use with his precision xtra blood glucose meter. He further reported that because he did not receive this he subsequently experienced an unspecified injury, but refused to answer any additional questions. It is unknown what if any treatment, either via self or third-party was rendered. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery problem. Hence there is no indication of a product malfunction. Therefore no investigation of the product is required. The actual date when the medical event occurred is unknown.